Event description:
It was reported that the user fell and pulled a muscle after the rubber tip on a cane broke. The user took ibuprofen for the incident and did not seek further medical attention. Should additional relevant information become available, a supplemental report will be submitted.